Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was within the expected ranges. The elecsys ahcv ii performs within specifications. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The field service engineer (fse) observed crystallization in the pre-wash area, which was consistent with a spill of the cleaning solution. He cleaned the area, ran tests, and no leakage was detected. An issue with the reagent probe was also detected. The fse fixed the reagent probe. He then performed precision studies and qc, and they were within specifications. The fse verified that the instrument was performing within specifications. No further issues were reported after the service visit. The investigation determined that the event was consistent with a reagent probe issue.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). No bubbles or clots were observed in the sample or the reagent. Sample clot detection alarms and reagent needle alarms were observed. The investigation is ongoing.

Event description:
We received an allegation about discrepant positive results for 1 patient sample tested with elecsys anti-hcv ii assay on a cobas pure e 402 analytical unit. The initial result was 1.50 coi (positive). The 1st repeat result was 1.55 coi (positive). On (B)(6) 2026, the sample was sent to a different laboratory, where it was tested on a cobas e 801 analyzer. The 2nd repeat result was 0.11 coi (negative). No questionable results were reported to the patient.